Event description:
It was reported the patient received multiple inappropriate shock therapies. The patient was in sinus rhythm and presented to the emergency room. The physician placed a magnet to the device but did not prevent subsequent shock therapies. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.